Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited a high out of range shock impedance measurement. Review of lead data over the last year showed varying impedance measurements from the upper 80 ohm range to the 110 ohm range. Continued monitoring was discussed. No adverse patient effects were reported.